Event description:
Customer calling to ask if feeling dizzy is caused by low blood sugar. The customer states that today at 11:00am she tested at 148 mg/dl, and then tested again about 5 minutes later at 58 mg/dl on a different finger. Customer was feeling dizzy and decided to drink orange juice on her own about 30 minutes after these erratic readings to self treat. The customer is now feeling better. Reported no adverse event relative to discrepancy. Strips not available for return, replacement sent.

Event description:
Per user facility medwatch form (B)(4), during a cholecystectomy procedure the surgeon was about to put another clip on the cystic artery when the tip of the ligamax clip applier got stuck and would not open. Another ligamax clip applier was opened immediately and was successful in clipping the cystic artery. No harm to patient.

Manufacturer narrative:
(B)(4). Jaws unable to open_open after assisted the analysis results of the (B)(4) device found that it was received with the jaws in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted; a clip fired over other one was released and then, the device locked out as intended. It should be noted that an investigation has been initiated to address the potential root cause of the opening issues. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4).